Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump became cracked in the customer's pocket while working. Customer is unable to see the touch screen due to the damage. Customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.